Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on pump screen. Additionally, the pump touch screen had a pixel issue. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy,